Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated that the end user sat down on her commode and alleged that the commode fell off resulting in her falling through the commode opening bending the pail holders. Dealer stated the end user fell inside the commode all the way to the ground.